Event description:
During surgical procedures, the irrigation and aspiration functions of this unit stay on even after the foot is removed from the foot pedal. The unit is able to be used for the procedures.